Event description:
The customer stated that they were having issues with their sensor. The customer stated that when they disconnect the infusion set and reconnect a new infusion set the insulin pump alarms weak signal. The customer had questions regarding the correct procedure and information was provided. The customer declined troubleshooting. Their last blood glucose was 51 mg/dl and was treated with food. The customer was using an off label site for insertion; they were inserting above the hip area. The sensor was causing the insulin pump to go into threshold suspend mode. Troubleshooting was performed for the threshold suspend alarm. The customer's blood glucose was 111 mg/dl. The sensor glucose was showing 56 mg/dl and the threshold limit was set to 60 mg/dl. The customer was advised about the difference between the sensor glucose and the blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.